Event description:
Pt called alleging that meter will not power on. Pt had symptoms, which consisted of feeling dizziness, thirst and blurry vision. Pt did not seek medical attention or call md. Customer service checked that the batteries were good and correctly installed and meter still did not power on. Customer service sent pt a replacement meter. When the meter does not turn on, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.